Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was noted that there was no patient death.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer¿s representative regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump for pain. It was reported that the patient was implanted with the pump for pain on (B)(6) 2010. [The implant date was also noted as (B)(6) 2016, although this would be several years after the use before date and event date, so this was not considered to be correct]. The patient had a wound infection in (B)(6) 2011. The device was explanted after the infection in the same month. It was unknown what troubleshooting was performed. The cause of the event was unknown. No further complications were anticipated. It was also noted that less than (B)(6) of the patient¿s symptoms were reduced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.